Event description:
It was reported that there were discrepancies between the sensor and blood glucose readings, which caused the insulin pump to go into threshold suspend mode. The most recent blood glucose reading was 110 mg/dl. The customer stated that the sensor glucose reading was 48 mg/dl, which she treated by drinking juice; the blood glucose reading was 256 mg/dl afterward. Advised the customer not to treat before testing the blood glucose reading. She stated that she thought her chronic obstructive pulmonary disease may have been contributing to her higher blood glucose levels. Assisted the customer with proper sensor and calibration protocol. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.